Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a battery issue where the pump battery was not lasting for a week. The customer also experienced hyperglycemia. The event involved product(s) mmt-1884, mmt-332a and unomedical. Troubleshooting was performed for battery issue allegation and the customer confirmed that the battery cap contacts and battery compartment were not damaged or corroded. However, the customer received another battery failed alarm after inserting a new battery. The customer was instructed to discontinue pump use and revert to the backup plan as per their healthcare provider's instructions. The customer was also advised on how to place the pump in storage mode following discontinuation. Troubleshooting was not performed for pump battery not lasting for a week allegation. Troubleshooting was not performed for hyperglycemia event, and it was not known whether the auto mode feature was active at the time of the event and whether the pump was used within 48 hours of the reported event. No harm requiring medical intervention was reported. Product return is not required for mmt-332a and unomedical. Mmt-1884 was requested and customer response was the device will be returned.